Manufacturer narrative:
Device evaluation summary: device evaluation of battery packs sn (B)(4) is currently underway. The reported problem (battery problem when placed on the charger) has been confirmed. As received, the batteries would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. Manufacture dates: sn (B)(4) - on 11/2012, sn (B)(4) - on 11/2012.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger indicated the batteries may have a problem. The patient was issued replacement battery packs.